Event description:
Pt undergoing robotic assisted single site cholecystectomy. Single site clip applier engaged in pt. Physician command did not function. Malfunctioned in locked position. Stop activated instrument unlocked. Case resumed without any harm to pt. Review of device conducted. Clip not engaged properly in robot arm.